Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence and an obturator sling was used. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence and will require additional medical treatments.

Manufacturer narrative:
(B)(4): undefined medical treatment. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00982. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2015. It was reported that following insertion the patient experienced urgency and dysuria. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to vaginal prolapse and enterocele. It was reported that following insertion the patient experienced pain & urinary problems.